Event description:
The customer reported the cine function would not operate. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cine drive. The system operates as intended.